Event description:
It was reported that during a coil embolization procedure, the coil prematurely deployed while being retracted resulting in approximately 1cm of the coil protruding into the parent vessel. The physician deployed a stent (subject device) to secure the coil against the vessel wall; however, the stent did not fully expand. A balloon catheter was advanced over a guidewire and dilated resulting in complete apposition of the stent against the vessel wall. As the guidewire was being removed, it became entangled with the stent. The physician decided to cut the guidewire, and a second stent was deployed to secure the guidewire in the patient's body. It was reported that further intervention will be required.

Event description:
It was reported that during a coil embolization procedure; the coil prematurely deployed while being retracted resulting in approximately 1cm of the coil protruding into the parent vessel. The physician deployed a stent (subject device) to secure the coil against the vessel wall; however, the stent did not fully expand. A balloon catheter was advanced over a guidewire and dilated resulting in complete apposition of the stent against the vessel wall. As the guidewire was being removed, it became entangled with the stent. The physician decided to cut the guidewire, and a second stent was deployed to secure the guidewire in the patient's body. It was reported that further intervention will be required.

Manufacturer narrative:
The subject device remained implanted; therefore, analysis cannot be performed. The risk of the reported event is noted in the directions for use (dfu). Based on the information available we cannot determine the definitive cause of the event. However, based on the investigation, if a loop of the coil was inside the lumen of the stent and not secured to the vessel wall; this could have inhibited the stent from fully expanding post stent deployment. Therefore, it is probable that operational context was the cause of the event.

Manufacturer narrative:
(B)(4). Refer to manufacturer MDR ID # 2939204-2012-00018 for report filed on target coil.